Manufacturer narrative:
Manufacturing date corrected. An event regarding intraoperative fracture involving a secur-fit stem was reported. The event was not confirmed. The device was not returned for evaluation. A medical review was not performed because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient suffered an intra-op calcar fracture and dr (B)(6) placed a 2.0 mm cable to prevent further fracture.

Event description:
It was reported that the patient suffered an intra-op calcar fracture and dr (B)(6) placed a 2.0 mm cable to prevent further fracture.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.